Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. The cause of low bg was unknown. The customer mentioned their spouse called paramedics, but did not confirm what the third-party assistance was or how the paramedics addressed the low bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.